Manufacturer narrative:
Thrombus was confirmed in the evaluation of heartmate ii lvas; however, a direct correlation between the pump, and the reported gi bleeding could not conclusively be established through this evaluation. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the severed distal end portion, measuring approximately 35¿ in length, was returned. Examination of the pump blood-contacting found a denatured ring of tissue-like thrombus adhered to the inlet bearing and the bearing cup. Upon separating the inlet bearing and the inlet bearing cup, the deposition was pulled apart into two pieces. The tissues showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the pump power elevations observed in the submitted log file. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient has a history of gi bleed, and the patient later received a heart transplant. No further information was provided. The hmii lvas instructions for use lists device thrombosis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and weight were not provided. (B)(4). Approximate age of device ¿ 66 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's pump was showing high flows and high powers. The patient's lactate dehydrogenase (ldh) was in the 200 u/l range and inr was 1.9. The patient has a history of gastrointestinal bleeding and the target inr was 2. The patient was home and had a drop in hematocrit levels. An upper endoscopy and colonoscopy were performed, which showed no active bleed. A capsule test showed some blood. The lvad clinicians held anticoagulation and put the patient on proton pump inhibitors. The patient has now resumed on anticoagulation. No further information was provided.

Event description:
It was reported that the patient received a heart transplant.